Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a colostomy closure without laparotomy, when performing the procedure in the colon, the stapler was able to cut the tissue but there were no staples in the tissue. It was necessary to perform a manual suture to continue the procedure. The colon was damaged due to the device malfunction and the surgical time was extended by more than 30 minutes.